Event description:
The complainant alleged during a routine shift check by a clinician, the device intermittently would only display the ECG baseline and not display the characters. The complainant indicated that there was no patient involvement in the reported malfunction.